Event description:
It was reported with the use of the bd nano¿ 2nd gen pen needle was unable or difficult to prime. This event occurred 6 times. The following information was provided by the initial reporter: the customer stated "no insulin flows when she primes two units."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/18/2020 h.6. Investigation: customer returned (22) used 32gx4mm bd pen needles from lot 9317876. Consumer reported no insulin flows when she primes. All 22 returned pen needles were examined, and it was observed that 4 pen needles had bent non-patient end (npe) cannulas. The 18 pen needles with straight npe cannulas were tested for flow using a test pen injector: all 18 tested pen needles were able to expel properly. No evidence of manufacturing defect was observed on these samples. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd nano¿ 2nd gen pen needle was unable or difficult to prime. This event occurred 6 times. The following information was provided by the initial reporter: the customer stated "no insulin flows when she primes two units."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 6 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported with the use of the bd nano¿ 2nd gen pen needle was unable or difficult to prime. This event occurred 6 times. The following information was provided by the initial reporter: the customer stated "no insulin flows when she primes two units."